Event description:
A surgeon reported that the iol delivery system "misfired". An intraocular lens (iol) became stuck in the cartridge of the delivery system. It is not known whether there was pt impact/injury associated with this event. Additional info has been requested.